Manufacturer narrative:
Supplemental to update (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had only the implant replaced. It was noted that six electrodes were out and electrode 8 was needed in programming. The representative explained that electrodes 7 and 9 give occasional stimulation in the belly and they wanted to know if they could avoid getting out of range if they used electrode 8. Troubleshooting reviewed they could try adding more electrodes to see if that would allow more current to get through as given that electrode 8 was so high it was not likely it could be used. Impedance readings found that electrodes 8, 10 were 40000 ohms while electrodes 4, 13 were 39300 and 38890 ohms. Electrode 15 was between 39300 and 40000 ohms. Further information received from the consumer reported that she was in pain from the replacement surgery and was worse off with the new implant because she was not able to increase stimulation. It was stated the patient had ms and her pain was all over the board, so when she was in pain she would increase stimulation to cover it. The stimulation did help with the pain but did not reach the exact area and when the pain went down the patient would decrease stimulation. The patient was able to decrease stimulation but could not increase afterwards with the new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-aug-20 that the patient programmer showed lines stating that it was unable to deliver requested energy demands. During programming on (B)(6) 2019 the manufacturer representative set up different programs at different intensity levels for the patient to switch between. The issue had not been resolved but the work around was satisfactory at the time of the report. The patient was looking to get their paddle lead replaced in the future to resolve impedances. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was having their ins replaced due to the normal end of life of the ins. The representative checked the patient's impedances in preparation and found that contact 4 was greater than 10,000 ohms when paired with anything else. Another contact showed as being greater than 10,000 ohms against all contacts except a couple. The representative wanted to know if these impedances would affect the upgrade to the next system. It was reviewed that the contacts would remain unlikely to provide benefit. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the reason for the high impedance was unknown. There were no further actions taken to resolve the high impedances. There were no further complications reported or anticipated.